Event description:
It was reported that during use, the inflation line broke and the tracheal tube had to be replaced. No patient harm reported. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).